Event description:
(B)(4) - it was reported by the consumer that the 6252 hemi walker front left leg allegedly broke right below the bar during use. The patient have not sought medical attention, and if additional information is received, we will revise this file, and will submit a supplemental report.